Event description:
During routine service, brake kit failed the 50# lateral pull test.======================manufacturer response for med/surg bed, stryker (per site reporter).======================service rep will be sent to repair brake kits.